Event description:
It was reported that the sheath from this cystonephrofiberscope fell off and that there was also an infection with this scope. Additional information has been requested but no further information was received at this time.

Event description:
This report is being supplemented to provide a correction to b5 and f10 for information inadvertently left out in the initial MDR. It was noted that the subject device had a broken fiber and failed a leak test.